Event description:
It was reported that patient presented for the initial implant procedure for a device. During the implant procedure, the left ventricular (lv) lead became stuck on both the stylet and the guidewire. Visual observation of the lead revealed a damage portion right before the s curve. The lead was not used. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.